Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008, that a cre pulmonary balloon dilatation catheter device was used. According to the complainant, the balloon burst during inflation while inside the patient. No fragments remained in the patient. The procedure was completed with another cre pulmonary balloon dilatation catheter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted that relate to the reported malfunction. A search of the complaint database did not identify any similar complaints reported for the same lot.